Event description:
A report was received that after a successful implant procedure and programming the patient felt as if she was going to faint. The patient became unresponsive, her eyes rolled back, clenched her jaw, shallow rapid breathing, and urinary incontinence. She also experienced some chest pain when breathing. The physician determined that the patient had received too much anaesthetic, (l-fentanyl). The patient was placed on a reverse narcotic and the trial leads were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2366-50, serial#: (B)(4), model description:linear 3-6 lead 50cm.